Manufacturer narrative:
The reported issue was addressed with phone support. An intuitive surgical inc. (Isi) field service engineer (fse) followed up with the initial reporter and was informed that the surgeon had reported having to match grips multiple times during one of his cases. There were no errors on the system, and the same surgeon has since performed multiple cases using the same ssc. The system operated as expected and with no issues. The reported issue could not be reproduced. System tested and verified as ready for use. The system was working properly, and no additional action was required.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the hand controls on surgeon side console (ssc) 1 were sticking. The customer explained that the surgeon had to keep matching grips to regain control of the instruments. The customer also stated that the issue was isolated to ssc 1 and that ssc 2 did not have the same issue. An intuitive technical support engineer (tse) viewed system logs and found no related errors. The tse had the customer check console armrest; customer confirmed the armrest was secure and not loose. The tse also confirmed that the surgeon was not removing his head from the stereo viewer, causing them to have to match grips to regain control of instruments/arms. The customer was continuing with the procedure as planned and would use the second ssc. The procedure was completed with no indication of patient injury.